Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported he self-injected glucagon. No additional information was received as the customer refused to answer questions regarding the reported event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test. (Exp 10/2010) all pertinent information available to abbott diabetes care has been submitted.